Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported that the insulin pump was returning a button error alarm. Customer's husband reported that the act button was stuck and the insulin pump was beeping and vibrating. Blood glucose level at the time of the call was not provided. No further info was provided.